Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pcccdqe0, and no non-conformances were identified. Additional h3 investigation summary: a detached needle, a dispensed suture and an empty opened foil of product code vr916, lot # pcccdqe0 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the opened sample, the assignable cause is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the patient¿s post-operative course changed as a result of the extended procedure? If yes, please explain. No further information is available. Product return status: the device will be shipped. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on (B)(6) 2020 and the suture was used. It was also reported that when opening the package, it was found that the suture had been detached from the needle. It was not a control release needle. There were no adverse patient consequences reported. No further information is available.